Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump failed downstream occlusion (dso) calibration test. The event occurred during testing. There was no patient involvement reported.

Manufacturer narrative:
One device was received for evaluation. Visual and functional testing was unable to verify or duplicate the reported problem. The device passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.